Event description:
Customer reported drive tube break. At 1300ml whole blood processed (wbp), an alarm #7: blood leak? (Centrifuge chamber) occurred. Treatment was aborted, only the content of the return bag was manually returned to the patient. The nurse described the drive tube as it was splitted. There was no damage in the centrifuge chamber, therefore, no service order created. Patient was stable, he received a second treatment on another instrument. The customer has agreed to provide pictures for investigation.

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d107. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break nor for alarm #7: blood leak? (Centrifuge chamber). A corrective and preventive action has been initiated to investigate drive tube leak/breaks. No corrective and preventive action has been initiated for alarm #7: blood leak? (Centrifuge chamber). A photo analysis was conducted. Review of the customer supplied photographs confirmed the reported leak. However, it was not possible to determine if device met specification based on the analysis of the photos provided by the reporter. No manufacturing defects were identified during the evaluation. Review of the device history record did not identify any related nonconformances. As such, no remedial actions will be conducted. This assessment is based on the information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned

Manufacturer narrative:
Upon further investigation, the review of the supplied photographs confirmed the reported leak. Based on when the failure was reported to have occurred within the treatment (at 1300ml wbp), the root cause of the leak was most likely delamination of a bearing stop from the drive tube. A bearing stop delamination can allow the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing a leak. Review of the device history record did not identify any related nonconformances. As such, no remedial actions will be conducted. Corrective and preventive actions have been initiated to investigate drive tube leak/breaks.